Manufacturer narrative:
(B)(4). It was reported that a male patient underwent a redo ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the ablation phase, 2 hours into the procedure, a cardiac tamponade was confirmed via intracardiac ultrasound. A pericardiocentesis yielded 400cc. The patient was reported to be in stable condition. There is no information regarding extended hospitalization. The patient outcome was improved. It was noted that the physician was not certain if it was related to a biosense webster, inc. Catheter. Factors that may have contributed to the event were the patient¿s anatomy and second vein isolation. Error messages observed on the bwi equipment during the procedure include: bubble error (pre-procedure), empty bag (indicating change of fluid), and high impedance during ablation. The bubble error and empty bag errors were coexisting in which the catheter was pulled and flushed appropriately. It did not occur during flushing. The physician flushed the tubing before using it in the patient. The bubbles were detected before passing through the pump sensor. During flow movement, the physician did not notice any bubble movement. The impedance rise was reset and the procedure continued. The generator stopped when the impedance reached the cutoff of 250 ohms. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for the functionality of the sensors on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications; no impedance failure was observed during the test. The root cause of the tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Smartablate pump. Lasso navigational variable eco catheter, model #: d-1343-01-s, lot #: 17371086l. Smart ablate generator, model #: m-4900-07, serial #: (B)(4) . Tubing before using it in the patient. The bubbles were detected before passing through the pump sensor. During flow movement, the physician did not notice any bubble movement. The impedance rise was reset and the procedure continued. The generator stopped when the impedance reached the cutoff of 250 ohms. The patient received anticoagulant during the procedure with activated clotting times maintained at more than 300 seconds. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Event description:
It was reported that a male patient underwent a redo ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the ablation phase, 2 hours into the procedure, a cardiac tamponade was confirmed via intracardiac ultrasound. A pericardiocentesis yielded 400cc. The patient was reported to be in stable condition. There is no information regarding extended hospitalization. The patient outcome was improved. It was noted that the physician was not certain if it was related to a biosense webster, inc. Catheter. Factors that may have contributed to the event were the patient's anatomy and second vein isolation. A transseptal puncture was performed with a st. Jude medical brk-1 needle. There is no information regarding sheath used. Generator set at 25-30 watts (not titrated). There is no information regarding overall ablation time or last ablation cycle time at the site of injury. There is no information regarding the irrigated catheter flow setting. Error messages observed on the bwi equipment during the procedure include: bubble error (pre-procedure), empty bag (indicating change of fluid), and high impedance during ablation. The bubble error and empty bag errors were coexisting in which the catheter was pulled and flushed appropriately. It did not occur during flushing. The physician flushed the